Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. The complaint device was returned for analysis. A microscopic examination of the balloon identified a small circumferential tear in the balloon material. The tear stretched circumferentially for an approximate radial length of 1mm. The tear was located over the proximal edge of the proximal markerband. An examination of the proximal markerband found no issues. A visual examination of the shaft identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 40 mustang¿ balloon catheter was advanced to dilate the lesion. However, during the 30th inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 40 mustang¿ balloon catheter was advanced to dilate the lesion. However, during the 30th inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.